Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle was clogged during the priming process. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not re-use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes. D9: returned to manufacturer on: evalution?: yes.16-aug-2022 h6: investigation summary customer returned (100) sealed 4mm, 32g pen needles in the shelf carton from lot # 1096028. Customer states that the needle clogged during priming. Thirty out of 100 returned pen needles were tested all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle was clogged during the priming process. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not re-use."

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle was clogged during the priming process. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not re-use."

Manufacturer narrative:
The following fields were updated due to additional information: h5: imdrf annex b grid b01 h5: imdrf annex c grid c070601, c070603 h5: imdrf annex d grid d11. Investigation summary customer returned (10) open 32gx4mm bd pen needles without tear drop labels attached. The customer reported a needle clog during priming. The returned samples were examined, and it was observed that 9 pen needles featured a bent non-patient end (npe) cannula, and 1 pen needle featured a broken npe cannula. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since the samples were returned after use, and no evidence of manufacturing defect was observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure . The root cause for this issue is user related. The npe cannulas were bent or broken after the user handled the pen needles.